Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired as a result of an embolic cerebrovascular accident (cva). Evidence of clotting was visualized in explanted pump. The patient was being treated for a suspect clot and had signs of hemolysis. Thrombic inhibitors were used which may have resulted in the head bleed.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.